Manufacturer narrative:
Lesion was a high grade lesion (80-95%). The lesion was not pre-dilated. The procedure was completed using another medtronic 3.0x18 integrity stent. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the hypotube was slightly kinked. The stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the 7th distal stent wrap with raised struts. The distal tip was damaged. (B)(4).

Event description:
The physician was attempting to use an integrity stent to treat a severely tortuous mid lad lesion. It was reported that no damage was noted to the device packaging. No issues were encountered when removing the devices from the hoop/tray. Negative prep was not performed. The device was inspected with no issues noted. The device did not pass through a previously deployed stent. No resistance was encountered during delivery and no excessive force was used. It was reported that stent deformation occurred during positioning and then retracting. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.